Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in aortic position. Approximately 5 months later, the patient presented to the hospital hemolyzing. It appeared to be perivalvular leak (pvl) and/or a suspected possible "skirt miss" which may have contributed to the pvl. The patient had the valve explanted and replaced. As per follow-up with the fcs, the physician indicated that the paravalvular leak (pvl) was suspected to be a potential cause of the patient's hemolysis. The pvl was described as severe. When considering the root cause, the physician speculated about a skirt miss or under-deployment. The patient was reported to be in stable condition following the intervention. Imagery was provided and reviewed which revealed a 29mm s3ur in good position. The valve looked a little low on the ncc side, but difficult to say for sure if the skirt has missed. The post CT showed a gap at the inflow level which is potentially where the area of pvl is. The pre CT showed that this is bicuspid anatomy with extensive annular and lvot calcium. There are 2 calcium nodules on either side of the ncc area which would make sense that maybe the valve did not seal in this location.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided by the site was reviewed by the edwards imaging team, who noted that the 29mm s3ur valve appeared to be in good position, though slightly low on the non coronary cusp side, making it unclear whether the skirt fully sealed. The post implant angiogram was difficult to interpret, limiting assessment of regurgitation severity. Post procedure CT imaging showed a gap at the inflow level, suggesting a potential location of the paravalvular leak. Pre procedure CT demonstrated bicuspid anatomy with extensive annular and lvot calcium, including two calcium nodules near the non coronary cusp region. These features indicate that the valve may not have sealed completely in that area, consistent with the suspected pvl location. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak with hemolysis was confirmed based on relevant imagery provided. A review of the DHR, lot history, did not provide any indication that a manufacturing non-conformance contributed to the complaint event . A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in aortic position. Approximately 5 months later, the patient presented to the hospital hemolyzing. It appeared to be perivalvular leak (pvl) and/or a suspected possible "skirt miss" which may have contributed to the pvl" and "post procedure CT imaging demonstrated a gap at the inflow level, representing a potential pvl location. Pre procedure CT showed bicuspid anatomy with extensive annular and lvot calcification, including two calcium nodules on either side of the ncc region. These anatomical features suggest that the valve may not have sealed adequately in that area, aligning with the suspected pvl location." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is breakdown due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Per imagery review, the patient has bicuspid native valve with two calcium nodules on the ncc region. The extensive annular calcification and bicuspid native valve can prevent the circular tavr valve from forming a flush, uniform seal against the target site (native annular). Bulky calcium deposits create an irregular, "lumpy" surface and can physically block the prosthetic frame from fully expanding, leaving open channels for blood to bypass the valve. Similarly, the elliptical, non-circular shape and asymmetric leaflet fusion (raphe) typical of bicuspid valves make it difficult to fit a round prosthetic snugly, often resulting in gaps at the edges where the valve cannot mirror the native anatomy. As such, available information suggests that patient factors (calcified bicuspid native annular) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.